Event description:
The customer stated that she tested her blood glucose using the meter and test strips that she received by mail. She received a reading of 356 mg/dl and dosed her insulin based on the reading. She then began to feel drowsy. She retested her glucose and received a reading of 42 mg/dl. She drank some juice and ate some sugar in order to raise her glucose. She did not require medical attention. The customer looked on the bottle of test strips and noticed they were expired. The expired test strips will not be returned. Replacement test strips will be sent to the customer.